Event description:
It was reported to philips that when the customer performed the device shock test, a message appeared saying to switch to the battery. When the customer pressed the check-mark button, the message disappeared but an "x" appeared for the battery mark at the upper left of the screen and the battery charging led was flashing at the lower left on the chassis. There was no reported patient involvement.